Event description:
Caller reported a malfunction on the pump, identified as malf 12, which persisted even after resetting. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to use multiple daily injections as a backup therapy and was provided with a replacement pump equipped with updated software. The customer understood and acknowledged the process for returning the problematic pump.